Manufacturer narrative:
The returned pdm was powered on and data was extracted. No pdm alarms were noted during the use of the device. It was confirmed that a reset clock occurred on the reported occurrence date of the reported incident. Battery backup test was conducted. It was found that the backup battery could not hold a charge causing the date and time to reset.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient had blood glucose levels that read high, over 500 mg/dl. Patient was taken to the hospital. Patient had symptoms of vomiting and abdominal pain. The patients mother stated that the patient would get a reset clock error code on the personal diabetes manager (pdm). The patient was treated with intravenous therapy with fluids.